Event description:
On (B) (6) 2010, the pt reported he changed his insulin infusion headset for the first time last night and is now having elevated blood glucose readings of 247 mg/dl, 220 mg/dl, and 249 mg/dl. He stated he bolused insulin via his infusion device but his readings are not decreasing. He said he did not have any abnormal pain or irritation when he inserted his headset into his abdomen. The pt was instructed to disconnect the infusion set tubing from the headset and prime. It took several minutes before insulin dripped from the tubing. The pt was advised he had air in the tubing. He checked his insulin cartridge but did not see any air bubbles. The pt declined further troubleshooting. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.